Manufacturer narrative:
Evaluation results: the complaint was not confirmed. As received, the ipg communicated with all lab utility. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt felt that the scs system was not helping his pain. Reprogramming did not resolve the issue. Follow up info revealed that the pt had not used the scs system for several months and it was suspected that the ipg battery was depleted. It was also reported the pt suffers from dementia that has progressively worsened over recent months. The pt elected to have the scs system removed.